Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the event occurred due to physical stress being applied to the insertion part. The event can be detected/prevented by following the instructions for use which state: 3.3 preparation and inspection of accessories warnings and cautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a break in the forceps wire. There was no patient involvement.